Manufacturer narrative:
Analysis of the ins, serial # (B)(4) found no significant anomaly; the battery was at a reduced capacity due to overdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had difficulty getting and maintaining coupling for recharging. It was noted that the ins was tipped in the pocket. The patient has opted to replace the ins with a primary cell to avoid having difficulty recharging. The surgery is scheduled for tomorrow. No further complications were reported. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.